Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. Vascular access was obtained via the right femoral vein. The 50% stenosed de novo target lesion was located in the distal left internal mammary artery (lima) graft extending down to the mid left anterior artery descending artery (lad). A 6fr runway guide catheter and a pt2 moderate guide wire were advanced to the lesion. A 2.5 x 20mm apex mr balloon catheter was advanced over the wire and pre dilated up to 14 atms. The balloon was removed and exchanged for a 2.75 x 28mm promus element plus mr stent delivery system (sds) which was advanced with mild difficulty and deployed at 11atms for 10 seconds. A 2.75 x 20mm promus element plus mr sds was advanced, however it was unable to advance overlapping with the 1st stent and the distal segment of the stent "came apart" from the balloon. The physician advanced a 0.014 non-bsc guide wire and wrapped the wire around the stent and the whole system was removed without difficulty. A 2.75 x 16mm promus element was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).